Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touch screen assembly was not functioning. As a result the stylus and touch screen assembly were replaced. It was also noted that the electrocardiogram (ECG) cable was cracked. (B)(4).

Event description:
It was reported that there was no action on the touch screen when the stylus was used, and the programmer was not able to interrogate an implantable pacemaker. The programmer and radiofrequency (rf) head were returned to the manufacturer for servicing. No patient complications were reported as a result of this event.